Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had button and screen frozen. Customer's blood glucose level was unknown. Customer states battery out limit. Customer states the insulin pump alarmed after battery change. Customer reports they were able to clear the alarm. Customer able to complete rewind. The insulin pump will not be returned for analysis.